Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The hc device was not returned to baxter; therefore, no evaluation was conducted. A follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). The homechoice (hc) device and therapy parameters were not available for investigation. The root cause of complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that there were 4 cycles instead of 5 cycles on the homechoice (hc) machine during fill 1. The home patient (hp) stated that he received a new pro card the day before and used hc machine the day before with new pro card, and that the hc machine had 5 cycles then. However, on the day of this report, the hc was showing 4 cycles. The technical service representative (tsr) inquired if the hp went into programming menu and hp stated no. The tsr then advised hp to stop therapy and call the nurse to verify the correct therapy parameters. The hc device was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.